Manufacturer narrative:
Additional information - the 2008k hemodialysis (hd) machine had a burnt power cord assembly that was observed by the on-site biomedical technician. The biomedical technician replaced the complete power cord assembly to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. The power supply cable assembly was received by the manufacturer for analysis. A visual examination was performed which revealed signs of heat damage. The molded cover was found to be melted at the connection of the black wire and black wire terminal. The terminal for the black wire also had burn damage. The resistance of the cable wires was measured end to end for continuity; all three cable wires had continuity. An internal inspection of the power plug was performed, which found the black wire had exposed wire. The black wire was secure to the black wire terminal. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final qc testing met all requirements. Review of the device history record did not reveal any issues or problems related to the reported symptoms. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the power supply cable assembly revealed the presence of burn damage. Furthermore, an internal inspection of the returned component identified an exposed wire. Contact of the exposed wire to metal inside the plug could have resulted in a short and the overheating of the wire. Therefore, the complaint has been deemed confirmed.

Event description:
The power supply cable assembly was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon the completion of this activity.

Event description:
A biomedical technician (bmt) at the user facility reported that pre-treatment, there was a smoky odor present, and smoke was observed coming from the plug and receptacle. There was no patient connected to the machine at the time of the incident. Therefore, there were no patient adverse effects and no impact to the treatment. The receptacle was noted as being a hospital grade gfci receptacle. The biomedical technician replaced the complete power cord assembly to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.